Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter was giving an unk error message. The pt tests her blood glucose 3 times a day. She takes set dosages of metformin regardless of her meter readings. The pt indicated that the alleged meter issue started two days prior, at around 6:00 am. As a result of the alleged issue, the pt stopped taking her metformin. The pt stated that her doctor told her not to take her medication whenever she is unsure of her blood glucose level. On original date, the pt claimed that the developed symptoms of sweating and thirst. The pt explained that she gets both symptoms whenever blood glucose is really high or low. After developing the symptoms, the pt administered self-treatment by drinking water and taking her medications as prescribed. The pt mentioned that by drinking more water, her symptoms of thirst was somewhat relieved. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.